Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while inserting steerable guide catheter (sgc), resistance was encountered while advancing from the right common iliac vein toward the right atrium, and the sgc could not be advanced to the right atrium. Trouble shooting was performed by further advancing the dilator, reversal of the sgc orientation, use of the buddy wire and placing the patient in a right lateral decubitus-like position but it was unsuccessful. Approach was shifted to the left femoral vein. However, insertion remained difficult. Procedure was discontinued. The final mr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported failure to advance. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance appears to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.